Manufacturer narrative:
(B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9343846. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 9343846. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0ml 31ga 6mm 10bag 30box mex could not draw up insulin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when trying to draw insulin with the syringe, you cannot draw it"